Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their smart phone called emergency services as their "pacemaker was not doing its job". The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.